Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs, requiring multiple touch interactions before the pump responds to prompting. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.